Event description:
The event is reported as: the cuff of the et tube would not deflate during pre-testing. No report of patient injury.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the sample evaluation are not available at the time of this report. The device history record (DHR) review was conducted for the reported lot number. The DHR investigation did not show issues related to the complaint.